Event description:
According to the literature, a retrospective study evaluated pulmonary artery (pa) injury in patients who underwent video assisted t horacoscopic surgery (vats) lobectomy for lung cancer between january 2010 and december 2021. The ligasure or other devices were used to divide smaller vessels. There were 1098 patients in the study and complications included bleeding. Compression hemostasis or more was performed to resolve bleeding. The surgeon initially gently compressed the bleeding point with lung parenchyma or a cotton stick for several minutes to achieve pressure hemostasis; and thrombostatic sealant was used if the bleeding could not be controlled via pressure hemostasis. If two attempts with thrombostatic sealant were unsuccessful, or total blood loss reached over 600 ml, then the vats approach was converted to a thoracotomy wherein direct suturing of the bleeding point was done to achieve hemostasis.

Manufacturer narrative:
Title: evaluation of pulmonary artery bleeding during thoracoscopic pulmonary resection for lung cancer source: thorac cancer. 2022;13:3001¿3006. Accepted: 28 august 2022. Concomitant medical products: unegiatri, unknown egia tri staple (lot#unknown); unknown ligasur, unknown ligasure instrument (lot#unknown ); unknown endo gi, unknown endo gia instrument (lot#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.